Manufacturer narrative:
H3 device evaluation: lens was returned in a micro-centrifuge vial, with moisture. Visual inspection found the lens broken. Dimensional inspection found the lens within specifications. (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5 - postop results noted the patient's pupil was not yet working properly and is getting better over time. H6 - health effect clinical code: 4581 - pupil dysfunction. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -9.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to excessive vault.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- one similar complaint event(s) within associated lots were found. Claim# (B)(4).